Manufacturer narrative:
The physician was going to perform a lead revision at some point. Information suggests this lead remains in-service. Investigation is complete to date. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this lead was unsuccessfully repositioned. As a result, the lead was surgically abandoned and a new lead was successfully implanted.

Event description:
Additional information was received indicating that two years later, this lead was explanted due to infection. The lead will not be returned for analysis as it was sent to pathology. No adverse patient effects were reported.

Event description:
Boston scientific received information that this coronary sinus lead was not capturing and there was an allegation that this lead had dislodged. No adverse patient effects were reported.